Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Peritonitis is a known complication of a peg tube placement. The instructions for use indicate, to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. During the night after the procedure, the patient experienced severe abdominal pain and probably air in the stomach. The patient was treated with oxynorm (short-acting opioids for severe pain) 5 mg x 3 and paracetamol, and had normal bowel sounds. The following day, the patient experienced strong pain and was not able to breath properly. Patient was treated with pain medication morphine 2.5mg and an abdominal x ray was done. Reportedly, the physician found that the distance between the inner and outer retention plate was too long, it was 2-3 cm. The patient was treated with prophylactic antibiotics tazocin 4 mg x 2 IV. On (B)(6) 2020, patient was transferred to short term rehabilitation and still experienced pain. On (B)(6) 2020, additional information received indicated that the patient experienced peritonitis. Patient also had a follow up check up and is doing well and duopa therapy is continued.